Event description:
It was reported that the device was showing error 1144 and alarming. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date returned to manufacturer: 09-may-2024. One device was returned to the manufacturer. Visual inspection showed the device was used, not in its original packaging, decontaminated, had scratched lens and a damaged downstream occlusion nub. Event history log review found error code 1144, and the pump was not alarming continuously. Pump powers on and starts as intended. The reported problem could not be duplicated. The root cause was a normal function of the pump. As a result, the error code was cleared and the lens, rear label, bottom label wide and downstream occlusion seal were also replaced. The device then passed all functional tests after the repair.